Event description:
Information was received from a patient receiving intrathecal bupivacaine and hydromorphone 0.499 via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated their medtronic representative told them to call and get new equipment because the equipment got to 90% and would sit there at 90% for 2 minutes before it finished through, sometimes 3 minutes. The patient stated that sometimes it didn't want to get a connection at all. When the agent inquired notify date, the patient stated they discussed this with the rep at their refill appt the other day then stated it was before the 13th, then stated on (B)(6). While on the call, the patient mentioned they charged their handset and communicator quite a bit but confirmed they meant they charged their equipment every night, sometimes twice a day, and stated they get 10 boluses per day, and they used all of their allotted boluses each day. The patient already connected to the my personal therapy manager (myptm) app during the call and read an expected 29 minute lockout with 5 boluses left today. The patient stated they closed the app between uses but confirmed they didn't close any apps; they just powered off the handset and communicator in between uses. The patient then mentioned they have had issues with their myptm app for a while, but the patient's handset was really what they had a problem with, and stated it was the bluetooth [communicator] that was not working properly. The patient stated this is the same equipment they've had for almost 5 years now. When the agent inquired pump med, the patient stated hydromorphone 0.499, but did not provide units. The patient mentioned they've had the pump since 2014 and they used to have morphine in the pump but that was changed to hydromorphone and bupivacaine in 2021 due to the morphine not helping them. The patient stated the hydromorphone and bupivacaine were helping them and they could notice when the pump medicine was or wasn't working. The agent assisted the patient in resetting the bluetooth and location settings on the handset. The agent reviewed considerations and reviewed how to close the myptm app.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.